Event description:
It was reported that about four days post-implant, this right ventricular (rv) lead exhibited anomalies on the electrocardiogram, pacing parameters, and fluoroscopic imaging. Analysis of the information determined the rv lead had perforated the right ventricle. Surgical intervention was performed and the physician attempted to retract the lead's helix for removal. However, after 30 counterclockwise rotations of the fixation tool, the helix would not retract and eventually the physician was able to remove the lead using force. After being taken out of the patient's body, myocardial tissue was observed in the helix and was removed, then the physician tried to re-implant the lead in the rv septum. However, the helix was not able to be extended after several attempts. At this point, the procedure had been ongoing for 150 minutes. The physician decided to plug the rv port of the dual chamber pacemaker and complete the procedure with no rv lead. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance; measurements were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Setscrew marks were in the correct location on the terminal pin, indicating the lead was fully inserted into the device header. The extended helix was deformed/bent, with tissue entwined. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The reported adverse event of perforation is known and documented in the labeling (including both short or long term known complications or adverse reactions).

Event description:
It was reported that about four days post-implant, this right ventricular (rv) lead exhibited anomalies on the electrocardiogram, pacing parameters, and fluoroscopic imaging. Analysis of the information determined the rv lead had perforated the right ventricle. Surgical intervention was performed and the physician attempted to retract the lead's helix for removal. However, after 30 counterclockwise rotations of the fixation tool, the helix would not retract and eventually the physician was able to remove the lead using force. After being taken out of the patient's body, myocardial tissue was observed in the helix and was removed, then the physician tried to re-implant the lead in the rv septum. However, the helix was not able to be extended after several attempts. At this point, the procedure had been ongoing for 150 minutes. The physician decided to plug the rv port of the dual chamber pacemaker and complete the procedure with no rv lead. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.